Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appears again, which they acknowledged and understood.